Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported a lead issue. The patient had a revision and the device was replaced because the wires fell. No patient symptoms were reported. Indications for use include spinal pain. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the circumstances that lead to the wires falling were unknown. The patient started having severe pain and the patient was told that the wires had fallen.